Event description:
It was reported that "on x-ray the constrained liner appeared to be disassociated. Upon inspection during surgery. The inner bearing of the constrained liner had separated from the outer portion of the constrained liner." Revision surgery was required.